Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02601. Follow-up identified surgery took place on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-025601. It was reported the patient's scs system is non-functioning. As a result, surgical intervention is scheduled as the next course of action to address the issue.